Event description:
It was reported that, "after making the 4 cuts on the femur the surgeon went to remove the cutting block and upon removal of the cutting block, one of the two pegs remained stuck in the bone. The peg was removed with the impactor handle of the cutting block."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.